Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvéderm® volux¿ in jaw line and chin. Approximately a month later, patient experienced inflammation in the region of the mandibular and parotid angle. Patient was prescribed clindamycin 300 mg, deflazacort 30 mg. An ultrasound was performed 4 days later noted mild peri-hyaluronic collection with mumps (not device related) was observed. 2 days later, tramadol and paracetamol were added for pain treatment. 2 days later, a mandibular angle puncture was performed with extraction of yellow pus. Patient reported pain on palpation and difficulty eating due to pain so rovamycine and choricoid were prescribed. The next day, the area was punctured to extract a scant bloody yellow liquid. Patient was treated with 0.3 ml hyaluronidase with a dilution of 1500 iu/3 cc, 1.5 ml hyaluronidase (1000iu/3cc) into jw1 sp and jw1 ascending branch. 3 days later, 0.3 ml of hyaluronidase 1000ui/3 cc was injected in jw1. Another ultrasound performed noted multiple laterocervical adenopathies (not device related), predominantly right, highlighting an intraparotid one of 1 cm and another submental one of about 5-6 mm. Symptom has not been resolved.